Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an atrial lead implant procedure on (B)(6) 2021. During the procedure, it was noted that the helix fell off from the myocardium which resulted in helix not being able to retract. Further, physician suspected that the helix was damaged during the procedure. Physician explanted and replaced the anomalous lead with a new lead during the same procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported events were lead dislodgement, the helix damage and a helix mechanism issue. The reported event of the helix damage was not confirmed. Visual examination and x-ray found no anomalies in the helix region. The reported event of a helix mechanism issue was confirmed. As received the helix was found retracted and clogged with blood. After cleaning and applying torque directly to the helix, the helix could be extended and retracted. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts